Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Lead replacement issues and other difficulties were reported during an implant procedure of the subject device. It was indicated that it was the first time the experienced physician used the subject lead model. As recommended in the manual, the physician checked the fixation mechanism function on the table prior to implant, and it took over 14 rotations to extend the helix, which was subsequently retracted. The physician then put a small sharp curve on the distal end of the first easyturn stylet in order to place the lead septally, but as a result, the implanter was unable to fully insert the stylet in order to deploy the helix. The implanter then used the other packaged easyturn stylet and deployed the helix apically. The tested values were not satisfactory, and difficulties to retract the helix occurred. The lead came loose but the helix did not fully retract. Disassembly of the easyturn stylet was reported. Another lead was subsequently implanted instead.